Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. The insulin pump has cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned multiple motor error alarm during basal. Customer did not recall any significant event leading up to the error alarms. Blood glucose level was 200 mg/dl at the time of the call. No further info was provided.